Event description:
According to the event description: patient had several ed visits in a 3-week period for episodic vomiting, somnolence, and full/tense subgaleal collection due to shunt malfunction (with enlarged ventricles). Condition imporved temporarily to shunt adjustment. Intra-op found to have very little flow through the valve. This report is filed under aic reference xc (B)(4) cc (B)(4)